Manufacturer narrative:
Complaint (B)(4). No samples were received for evaluation. We have no further inventory of the material/batch. We have no further complaints on the material/batch. A review of quality, production, and maintenance records showed no deviations related to the reported error. The complaint cannot be determined.

Event description:
Customer advised that they are experiencing (qualitative) false-positive on immunochemistry tests run on the abbott architect and that as part of normal protocol samples are retested. Customer does re-centrifuge the specimen before retesting. Customer was advised by greiner (august 13, 2019) that we do not recommend re-centrifugation of a specimen. Customer could not advise an estimated occurrence of false-positive results.